Event description:
Info received indicates the casters at the head end of the bed continue to swivel after the brake is engaged.

Manufacturer narrative:
The technician adjusted the brake to repair the bed.